Manufacturer narrative:
An occlusion alarm was generated by the pod, and timeouts were seen in the download data. Scratches were found on the tube nut just below the clutch spring, indicating tube nut-reservoir cap interference. The processor-connected rotational sensor spring was slightly biased inwards. However, the ratchet gear rotated normally when the sma wire assembly was actuated with an external voltage source. Inspection of the cannula assembly found that fluid could pass through the fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The exact cause of the occlusion alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had an occlusion alarm while wearing the pod between 24 and 36 hours on the leg. Patients blood glucose levels reached 340 mg/dl.